Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using u200 and cold insulin with the pump and the customer failed to properly cycle the cartridge. Tandem customer clinical support informed customer that u200 and cold insulin is off-label per the user guide and to properly cycle the cartridge before use. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.